Event description:
Reporter related that in the past he has experienced the error 1 message. Reporter simply retested and obtained a satisfactory reading. Co reviewed various reasons for the error 1 message. Reporter does not perform the control solution test. Co then reviewed technique and importance of the control solution test.